Event description:
Pt in for routine implantable cardioverter defibrillator check which showed noise and 5 reported shocks. Pt presents with exertional dyspnea secondary to device malfunction. Pace time showed continous noise.